Manufacturer narrative:
On 9/9/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor asr/psr reference number ip-00509993. On (B)(6) 2019; mentor became aware that date of surgery was (B)(6) 2019. On (B)(6) 2019, mentor became aware that the patient encountered bilateral capsular contracture; baker grade ii on left side and grade iii on right side on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample a crease was observed on the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed.  A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Reason for device explant and/or reoperation: bilateral breast implant ruptures and bilateral capsular contracture; baker grade ii on left side and grade iii on right side. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number ip-00509993. It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a300cc mentor memorygel breast implants and was presented with bilateral breast implant ruptures and bilateral capsular contracture; baker grade ii on left side and grade iii on right side. As a result, the devices were explanted, and replaced with catalog number 3503001bc; serial number: (B)(4) on the right and with catalog number 3503001bc; serial number: (B)(4) on the left side on (B)(6)2019. This report is for the patient¿s left-sided device.